Event description:
The cordless driver 3 was sent for evaluation due to overheating during testing. There was no pt involvement; no adverse event was associated with the device

Manufacturer narrative:
It was noted during failure analysis that the motor tab was not properly indexed.